Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A microscopic visual inspection was performed. The needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for this type of needle, which typically fails primarily in a ductile manner.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2014 and suture was used. While knotting the suture, the needle broke at swage. The broken needle was retrieved during the procedure. There were no adverse patient consequences.